Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm1) due to repeated 25745 errors on down button. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm1 for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during da vinci-assisted cholecystectomy surgical procedure, the customer contacted intuitive technical support engineer (tse) to report the button that moves the tornado left to right was not working. Tse viewed system logs and noted errors 25745 pointing to the patient side cart (psc) unstable button for the patient clearance. Tse advised completing a hard reboot on the psc, but they elected to wait until after the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon abandoned the arm and completed the procedure robotically as three-arm configuration.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis reviewed the system logs and confirmed error 25745 occurred in the field indicating a button fault on the universal surgical manipulator (usm) yaw axis. Upon visual inspection, fluid intrusion was found. The usm was installed onto a system where it triggered error 25745, indicating a fault on the tornado down button. The usm was installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing passed within specification. Once testing was completed, the insertion switch was inspected, and fluid intrusion was identified. The complaint was confirmed based on failure analysis. The root cause is attributed to fluid intrusion on the insertion spar and base switch of the usm.

Event description:
Refer to h11 for follow-up information.